Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during patient magnetic resonance imaging (MRI) procedure, the implantable pulse generator (ipg) was programmed to scan mode, however a pacing issue was encountered with the device exhibiting a period of ventricular pacing. The ipg remains in use. No patient complications have been reported as a result of this event.